Manufacturer narrative:
(B)(4). The device was returned for analysis. The device never triggered the replacement indicator while implanted. The allegation was not confirmed. Baseline testing completed on the device found no failing conditions. All testing on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that during a pulse generator explant for normal battery depletion, two leads were explanted, one because of a product problem and the other due to infection. The patient underwent a revision procedure and the system was replaced. No additional patient issues were reported.